Manufacturer narrative:
(B)(4). Instrument will be returned to manufacturer and an evaluation of the complaint will be conducted.

Event description:
Health professional reports occasionally getting tests times that go longer than expected (clot not detected by hemochron response instrument) and when they pull the assay tube it has a clot.